Manufacturer narrative:
(B)(4) the report that the guidewire kinked during use was confirmed through examination of the returned sample and customer supplied photo. The guidewire was kinked at 3 locations throughout the guidewire body. The returned guidewire met all relevant dimensional and functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2026, during catheterization in the kidney transplant department, it was found that the guide wire had multiple kinks and could not be used normally. After replacing it, it was successfully inserted."